Event description:
It was reported that the heartmate 3 system monitor was broken. The screen flickered, froze and did not show adequate information. A reboot resolved the problem temporarily.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event, of the system monitor displaying odd text and graphics, flickering and freezing up (not operating), was not confirmed when the unit was checked by technical service. The system monitor operated properly when checked. The software was re-installed (version 7.32). The system monitor was tested and returned to the customer. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor (part number 101214) was built in feb2018. The packaged system monitor (part number 1286 int) was placed into inventory on 18feb2018. The unit was shipped to the customer on 26apr2016. There were no previous services. Setup and use of the system monitor with the heartmate power module are documented in the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev f p.4-5) and the heartmate power module IFU (rev b p.18 - setting up the system monitor for use with the power module). No further information was provided. The manufacturer is closing the file on this event.